Event description:
A "sensor not found" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced symptoms described as "itchy a little bit," and a loss of consciousness. Customer had contact with a healthcare professional (doctor), however, no treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh00nkd9td has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Sensor was reprogrammed and sim vivo test performed. All results were within specification. Poise voltage was measured and was within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.